Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hiatal hernia repair, while closing the hernia repair, the needle broke off and disengaged into patient's cavity. The surgeon was unable to retrieve the needle.